Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - package lot number of the clips? - what suture type and size was used? - when the event occurred, was the suture placed near the hinge of the clip? - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy procedure on (B)(6) 2023 and suture clips were used. During the procedure, the clip could be fed into the applier, but could not be closed on the suture. The issue occurred to all clips in the same cartridge. The device was used on the common bile duct. Hand suture was performed to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: package lot number of the clips? What suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).